Event description:
It was reported that during an unknown procedure, three staples would not close when firing the device on tissue. It is unknown what was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.